Event description:
As reported via a literature article (hayes, s. Et al, 2014. Transarterial embolization of intractable nasal and oropharyngeal hemorrhage using liquid embolic agents, neurointervent surg 2014, 1-5 doi:10.1136 neurintsurg ¿ 100010). A patient experienced a oropharyngeal re-bleed 8 months after trufill nbca embolization of the right lingual artery due to an unresectable squamous cell carcinoma of the oropharyngeal cavity. The nbca ¿ ethiodol mixture had ranged from 1:1 to 1:4. An author of the article, a physician, believed the re-bleed was attributed solely to the underlying disease and not the nbca however did not provide a rationale. The patient was re-treated with embolization of the right facial branch. The patient was not on antiplatelet/anticoagulation therapy. The retrospective study included 46 patients who underwent treatment solely with liquid embolic agents between (B)(6) 2007 and (B)(6) 2013. All patients had failed conservative/topical hemostasis or had life threatening hemorrhage to qualify for study inclusion, with causes of hemorrhage including neoplasm (68.6%), trauma (23.5%), and idiopathic hemorrhage (7.9%). Of the patients that required re-embolization (5 patients), 2 had initially been treated with trufill nbca and 3 treated with onyx and all were initially treated due to unresectable neoplasm. The study objective was to determine the efficacy of embolization with liquid embolic agents as defined by the re-bleed rate and to evaluate the safety profile of the agents.

Manufacturer narrative:
The glue remained in the patient¿s body and was, therefore, unavailable for analysis. In addition, the lot number was not provided; therefore, a review of the manufacturing documentation could not be performed. Hemorrhage is a known procedural complication related to procedures utilizing nbca glue and is listed in the instructions for use (IFU) as such. However, the trufill n-bca liquid embolic system is indicated for the embolization of cerebral arteriovenous malformations (avms) when pre-surgical devascularization is desired, and in this study, the glue was used to devascularize an unresected neoplasm. The late re-bleed may have been due to the un-resected neoplasm. There was no indication of a manufacturing issue related to this complaint; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will not be returned for analysis and additional information will be submitted within 30 days of receipt.